Manufacturer narrative:
(B)(4). A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through similar trends. A service history review revealed that the device has not been previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow-up medwatch report will be submitted if additional information becomes available.

Event description:
The facility reported a colleague infusion pump with failure code 812:04. It is unknown when this condition occurred. The hospital representative had no information on patient involvement, patient/user injury or medical intervention. Upon reviewing the pump's event history, baxter personnel discovered that this event interrupted delivery. This is involving a pump with software version 5.09.90 which is categorized as a remediated. No additional information is available.